Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. Short v-v intervals, no capture, high thresholds, chronically low r waves and undersensing were noted on the right ventricular (rv) lead. Possible far field r-wave (ffrw) oversensing and undersensing were noted on the right atrial (ra) lead. The rv lead was capped and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.